Manufacturer narrative:
Manufacturer's investigation conclusion: superficial, external driveline damage could not be confirmed as the driveline is not available for investigation and no photos of the reported damage were submitted. A specific cause for the reported superficial driveline damage could not conclusively be determined through this evaluation. It was reported on (B)(6) 2021 that the patient had a new superficial tear in the external silicone of the driveline. No wires were exposed, and the new superficial tear was taped. It was noted that the patient¿s entire external driveline was now covered in tape (refer to manufacturer report number 2916596-2019-00932 regarding previous superficial driveline damage). A review of the submitted log file from (B)(6) 2021 through (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and patient handbook contain information on caring for the driveline, possible indications of driveline damage, and how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 19dec2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a new tear in the outer sheath. No wires were exposed and the area was taped. It was noted that the patient's entire driveline to his anchor was taped. Log file analysis captured routine events and there were no notable alarm conditions or parameters changes. It appeared that the tears to the percutaneous lead were cosmetic only.